Event description:
The complaint is reported as: "clinician attempted to pass the catheter through the peelaway and could not get it to pass, she retracted the line after examination discovered that the catheter was crushed flat in several areas that corresponded with the plastic guard that was on the outside of the catheter also." There was no damage to the tray. The catheter was replaced with another kit and procedure completed without incident. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one PICC/stylet assembly for analysis. Neither the packaging nor the peel-away sheath was returned for analysis. Signs of use in the form of biological material was observed on the catheter body. The catheter body was also intentionally severed directly below the 42cm mark. The severed portion was not returned for analysis. Visual analysis revealed four major kinks across the catheter body. Additionally, it was observed that the protective tubing also contained kinks that are in the same location as the kinks on the catheter when fully assembled. Microscopic examination confirmed the kinks. Visual examination of the tray nor the peel-away sheath could not be performed as they were not returned for analysis. The kinks in the catheter measured 280mm, 330mm, 350mm, and 390mm from the juncture hub. The catheter body from the juncture hub to the severed end measured 17 1/8", which indicates that at least 5 5/8"-5 7/8" was severed and not returned for analysis (per the catheter product drawing). The catheter body outer diameter measured .0593", which is within the specification limits of 0580"-.0610" per the catheter extrusion product drawing. Dimensional analysis could not be performed on the peel-away sheath as it was not returned for analysis. Simulated use of the catheter was performed per IFU statement, "thread catheter distal lumen over guidewire and advance catheter over guidewire through sheath into vessel". To check for blockages, a lab inventory guide wire with a diameter of .018" was passed through the returned catheter. Minor resistance was observed at the kinks. However, the guide wire was eventually able to pass completely through the assembly. The catheter was passed through a lab inventory peel-away sheath for analysis. Minor resistance was observed when the peel-away encountered the kinks on the catheter. Packaging engineering was contacted in regards to the defect observed. They indicated that it is unlikely that the catheter came in contact with other kit components during shipment as the tray used is appropriate for this catheter type. The catheter body is secured within its own compartment and is not exposed to any other loose components. The packaging facility was also contacted as part of this complaint investigation. The americas facility is responsible for assembling the catheter and placing it within the tray and lid. The entire assembly is then sent to cantera where it is placed within the semi-finished and finished kits. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The IFU also states, "if resistance is met while advancing catheter, retract and/or gently flush while advancing". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed four kinks on the catheter body. Similar kinking was observed on the catheter tubing and was located in the same approximate location when fully assembled. The catheter met all relevant dimensional requirements, and a device history record was performed with no manufacturing/packaging issues identified. Functional testing revealed that the catheter was tight within a lab inventory peel-away catheter. Based on the customer report, the sample received, and the comments from engineering, the kinking on the catheter likely contributed to the resistance felt by the customer. Based on the customer report and the sample as received, manufacturing (assembly) likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue.teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "clinician attempted to pass the catheter through the peelaway and could not get it to pass, she retracted the line after examination discovered that the catheter was crushed flat in several areas that corresponded with the plastic guard that was on the outside of the catheter also". There was no damage to the tray. The catheter was replaced with another kit and procedure completed without incident. No patient injury or harm reported. The patient's condition is reported as fine.